Manufacturer narrative:
Additional patient information is not available for reporting. Date of post-operative device break is unknown. Additional product codes for this report include hwc and ktt. Device was originally implanted on an unknown date in 2012. Explant date: unknown. Device was returned to patient after explant; it is unknown if the product will be returned for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint has been reviewed and deemed not reportable. Complaint is a duplicate. Information reported on medwatch MFR number 8030965-2012-01276. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had a locking compression plate (lcp) implanted on an unknown date in 2012. During a follow up visit with a different physician four months post-operative, the patient was told to start physiotherapy. Sometime thereafter, the patient¿s lcp plate broke. Both the plate and the associated screws were explanted on an unknown date and were returned to the patient. This report is 1 of 1 for (B)(4).